Event description:
(B)(4). I had the device implanted at the recommendation of my ob/ gyn as a safe alternative to having my tubes tied. Since them I have experienced severe abdominal pain, bloating, hair loss, extreme fatigue, headaches, joint pain, teeth issues, stomach pain, mood swings, vaginosis and endometriosis. I have had surgery twice to remove endometrial tissue. My periods. Are much heavier. I am also allergic to nickel. I was never tested for a nickel allergy nor was I told that essure contained nickel.